Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a manufacturing defect in the battery cap, which also had stripped threads, this report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: no cracks observed in battery compartment. Battery compartment threads damaged. No evidence of moisture contamination in battery compartment or underside of battery cap. Battery cap is unable to tighten due to damaged cap treads and damaged battery compartment threads. A power loss was not observed. Coin slot on top of cap is stripped making it difficult to tighten or remove. Battery cap contact height does not measure within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release